Event description:
The device was used during a gastric bypass procedure on may 3, 1999. An exploratory laparotomy was performed on may 6, 1999. Reportedly, the staple line on the left side was broken down leaving a 1 cm hole in the proximal pouch. The distal pouch was distended with some fluid leaking through the staple line. The surgeon repaired both leaks and the pt was treated for chemical peritonitis and sepsis. The pt improved and was extubated, then required reintubation. The pt's blood pressure dropped, and the pt suffered bradycardia and cardiac arrest. The pt expired on may 9, 1999, secondary to acute mi and sepsis.